Event description:
Caller states the patient tested 1.6 inr on the coaguchek xs system and 1.0 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.